Event description:
Patient suffered severely comminuted fracture of the greater and lesser trochanteric right proximal femur, displaced fracture middle 1/3 left clavicle, comminuted pelvic fractures and right knee contusion in a motor vehicle rollover accident. Pt was traveling 34-40 mph when a deer crossed in front of her. Pt tested positive for amphetamines, cocaine, benzos and marijuana with alcohol level 21. Plate was implanted with mtf dbx putty. Pt was discharged with instructions to be nwb for 8-12 weeks. Pt chose another ortho close to her home for follow-up. Began physical therapy. Pt reported as doing over 100 standing lunges then complained of pain the next day. X-ray taken showed the plate to have broken. Pt was revised to a 130 degrees ti cannulated trochanteric fixation nail.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the date of manufacturer without a lot number.